Manufacturer narrative:
Based on the claim against the product by the customer noting an e-100 issue, an investigation is in progress to determine the cause of this reported event an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 the reported failure could not be replicated. This unit was installed onto the test system and completed testing with synchroseal instrument. The synchroseal was used with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times. The e-100 work without any issue. This complaint is being reported based on the following conclusion: the e-100 was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted general colostomy closure surgical procedure, clinical territory associate (cta) report that e-100 instrument led was not turning white when the vessel sealer extend (vse) was connected to the e-100. The vse was working on the integrated electrosurgical unit (iesu). Prior to calling in the customer swapped the vse with no change. The customer also performed two e-100 reboots with no change. The customer confirmed that the light does not turn white when the cable was connected, and the instrument was installed in arm. The customer was continuing with procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and it did power on with no errors. The erbe was used to complete the procedure. The e-100 was deemed to be issue. The procedure was robotically completed with all 4 arms. No patient demographics available.